Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. A review of the clean and use logbook for the machine shows that the machine was cleaned prior to lot start-up. A definite root cause can't be identified without an actual sample or a picture of the defect. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product. Gowning procedures require operators to wear hair nets, gloves, safety glasses and head covers. If protective equipment is worn improperly it is possible for associates to accidentally shed hair onto the product as they are loading components into their corresponding containers/packages. An initiative was started to replace lab coats to prevent hair from coming into the controlled manufacturing environment. Anti-electrostatic coats started to be implemented on june 2021. While the lot in question pn 930299 ln 0253622 was manufactured on july 2020, which is before the continued initiative of replacement of anti-static lab coats. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. This incident has been added to our database of reported incidents. H3 other text : see narrative below.

Event description:
It was reported by the distributor that the device had hair.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the distributor that the device had hair. Per report: particulate.